Manufacturer narrative:
As of the date of this report, no samples of the impacted sol-care safety needle 25g × 5/8" (ref # sn (B)(6), lot# 02509022) have been received from the customer for evaluation. The tested retained samples confirmed full compliance with product specifications, including simulation of protective arm activation using both thumb pressure and a hard surface. Due to this reason, we were unable to replicate the reported issue during our testing. Based on the investigation of the received pictures, the needle appears to be fully engaged with the hook of the safety arm. In addition, the needle tip is not protruding beyond the safety arm and is completely covered. As observed from the images, there is no visible evidence supporting the reported issue. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Event description:
Customer reported that the security did not close correctly and the needle hurt the user on the hand.